Event description:
Per the clinic, the patient experienced an infection around the abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.